Event description:
It was reported that pump housing and usb port were damaged, which prevented pump from being charged, although pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to let battery deplete before return, to send problematic pump back within 10 days using provided ups materials, and to program pump settings and reconnect continuous glucose monitor on replacement, all of which customer understood and acknowledged.